Event description:
It was reported that the screwdriver shaft broke during an intertan surgery before reduction was achieved, and surgery time was extended by approx 1 hour.

Manufacturer narrative:
Na